Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a clogged nozzle with foreign material. In addition, there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the gap between the lens and probe was caused by mishandling or wear and tear. However, a definitive root cause could not be determined. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. It was likely, that there was leak failure, due to damage to the area where the foreign material was detected. And reprocessing was not conducted properly. However, a definitive root cause of the material remaining in the device could not be determined. The instruction manual states, the detection method associated with the event in "chapter 6: compatible reprocessing methods and chemical agents". And preventative measures in "chapter 7: cleaning, disinfection and sterilization procedures". The event a gap between acoustic lens and ultrasound probe can be prevented, by following the instructions for use: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.